Manufacturer narrative:
The initial MDR 2432235-2016-00765 was filed on (B)(6) 2016. The first supplemental MDR 2432235-2016-00765_s1 was filed on (B)(6) 2017. (B)(4).

Manufacturer narrative:
The initial MDR 2432235-2016-00765 was filed on (B)(6) 2016. Additional information ((B)(6) 2016): the customer did not provide the sample for in-house testing. A siemens headquarters support center (hsc) specialist reviewed the patient data. There was no indication of any issue with the assay or instrument. The cause of the false non-reactive cmv igm result on the one patient sample is unknown. The device is performing as intended. No further evaluation of device is required.

Manufacturer narrative:
The cause of the false non-reactive cmv igm result on the one patient sample is unknown. Siemens is investigating the issue.

Event description:
The customer obtained a false non-reactive result for cytomegalovirus igm (cmv igm) on one patient sample on an immulite 2000 xpi, when using kit lot 270. The sample was repeated on an alternate platform, which resulted reactive. The discordant result was not reported to the physician(s). The result obtained from the alternate platform was reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the false non-reactive cmv igm result.